Event description:
My phillips dreamstation CPAP emitted strong odors while using it at night. I noticed this on several occasions, I would remove it and the bedroom smelled normal. The next morning I woke with a severe headache which lasted most of the day. This went on for months. I think the CPAP machine has had an adverse health effect on me. I have registered my CPAP with phillips using the recall registration site, which did verify my CPAP was recalled. Since CPAP therapy is a lifelong treatment that cannot just be stopped as recommended by phillips I and many others are left to fend for ourselves. So far I have not received any communication from phillips about this incredibly urgent issue. Can the FDA somehow make phillips replace our defective devices immediately. I hope that the FDA can force some action to get the process moving. And please investigate how phillips knew about this as early as april 2021 and didn't notify the public until mid june 2021. That is a long time to be breathing toxic fumes unnecessarily. This matter is a great concern to myself and probably many others. Thank you (B)(6). FDA safety report ID# (B)(4).